Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) was confirmed. As received the belt failed the te recognition test. Upon investigation, the shrink tubing was separated from both the front and rear pulse wires, exposing the wires and causing a short between the two sets of pulse wires in the distribution node. The cause of the test failure was the shorted pulse wires. The root cause for the damaged shrink tubing was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt therapy electrodes were non-functional.